Event description:
During preventative maintenance of the device, the field service representative reported the pump could not be turned on by the control module button. The pump had to be turned on using the central control monitor. No other details regarding the nature of the event were provided. Since the event occurred during preventative maintenance of the device, there was no pt involvement during this event.